Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the needle removed from the animal during the same procedure? I¿m not sure what you mean by the needle being removed from the patient during the same procedure. The needle came off the suture while the doctor was attempting to close the linea during a canine ovariohysterectomy. Was there any animal consequence or injury? The only consequence was the additional anesthesia time while the doctor removed the suture and then re-sutured. Anesthesia and recovery were both uneventful for the patient. Procedure name and date? The procedure was a canine ovariohysterectomy, but I do not have a date. How was case completed? The empty suture packet was left for me. The suture itself was actually thrown away. A manufacturing record evaluation was performed for the finished device lot ppmeze, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent a ovariohysterectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle fell off the suture.